Event description:
It was reported that during a pvp surgery the cement powder was found to be leaking. Another device was used to complete the surgery. No medical intervention was required; there were no adverse consequences to the patient, and no surgical delay was reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h6: part 07.702.016s, lot 4l53761: manufacturing site: werk selzach. Supplier: (B)(6), release to warehouse date: november 21, 2024. Expiration date: november 01, 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a photo investigation was completed: the photo investigation revealed evidence of cement over the surface of the blue handle of the device. Retain test was performed by the vendor. The result of the testing revealed no deviations; hence a product fault was excluded. Properly handling and attention to the approved use of the device diminishes the risk of failure, per the instructions for use. Note that cement handling and setting times are heavily dependent of temperature. Higher temperatures reduce the setting time and lower temperatures extend it. Handling time also depends on many other factors, including (without necessarily being limited to) syringe diameter, cannula diameter and length. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: corrected: g1. Photo investigation: the product was not returned to j&j medtech orthopaedics. However, photos were provided for review. The photo investigation revealed device was observed and evidence of cement over the surface of the blue handle was identified. A functional test can not be performed due to the condition of the complaint can not be replicated through photo evidence. Retain test was performed by the vendor, osartis. The result of the testing revealed no deviations of product code 07.702.016s, lot # 4l53761; hence the a faulty product was excluded. Properly handling and attention to the approved use of the device diminishes the risk of failure. Per the instructions for use vertecem v+ cement kit (B)(4) rev ae page 8: during preparation, mixing and transfer make sure to always handle the mixing device by gripping the blue parts. If the transparent part is used as grip the excess body heat provided by the users hand might result in a shortened application time. Note that cement handling and setting times are heavily dependent of temperature. Higher temperatures reduce the setting time and lower temperatures extend it. Handling time also depends on many other factors, including (without necessarily being limited to) syringe diameter, cannula diameter and length. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the vertecem v+ cement kit would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 07.702.016s. Lot: 4l53761. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 21 nov 2024. Expiration date: 01 nov 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR review retrieved from (B)(4) as the impacted products share the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.